Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8711, lot# n134703002, implanted: (B)(6) 2008, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8711, lot# n134703002, implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n138130, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported that on (B)(6) 2015 the healthcare provider (hcp) was unable to aspirate fluid. The diagnosis result was no free flow of cerebrospinal fluid (csf). An isotope pump study was performed on (B)(6) 2015 which showed normal drug delivery. It was noted that the pump was nearing end of battery life. On (B)(6) 2015, the pump was replaced. Patient outcome was resolved without sequelae as of (B)(6) 2015. The device system delivered sufentanil, bupivacaine, clonidine, and prialt.

Event description:
Additional information received from a health care provider (hcp) via a clinical study reported that the patient had no symptoms. The patient received 44.97 mcg/day of 150 mcg/ml sufentanil, 8.994 mg/day of 30.0 mg/ml bupivacaine, 239.84 mcg/day of 800 mcg/ml clonidine, and 6.296 mcg/day of 21.0 mcg/ml prialt.